Event description:
The customer reported the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.

Manufacturer narrative:
The respironics service technician verified the reported problem. The service technician inspected the power supply and found a fuse not working. The service technician replaced the power supply fuse. Extended self testing (est) and performance verification testing was performed, and the unit passed per operating specifications.